Event description:
The reporter states that the customer obtained the following blood glucose comparisons on the accu-chek advantage system: 48 mg/dl, 49 mg/dl and 79 mg/dl; 465 mg/dl and 122 mg/dl. All aforementioned tests were obtained within 10 minutes timeframes. The customer felt hypoglycemic with the 48 mg/dl result and ate 1 glucose tablet, a brownie, scrambled eggs, salami, potato salad and a couple of sips of dr. Pepper. The customer remained hypoglycemic with the 49 mg/dl and 79 mg/dl results. He began to feel better 39 minutes after initial 48 mg/dl result. No reported symptoms/treatment with 465 mg/dl and 122 mg/dl blood glucose comparison. No adverse event reported. New system sent and return requested.